Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the implantable pulse generator (ipg) sensing channels when the patient was using power tools. The ipg remains in use. No patient complications have been reported as a result of this event.